Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an issue with the pump. The reporter stated that the pump had stopped working in (B)(6) 2017. This complaint is being reported because the alleged issue could not be resolved at the time of the call. There was no serious injury associated with the complaint.